Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2025 in the b.5. Field. No further follow-up is planned. This is a downgrade report that no longer meets the criteria for expedited reporting. Evaluation summary: a pharmacist reported on behalf of a female patient that her humapen savvio device "does not trigger at all or only sporadically. As a result, she has often visited the emergency doctor due to acute blood glucose imbalances. Pen was does not trigger or only triggers sporadically. As a result, could not be guaranteed that she had injected the correct amount of insulin which resulted in blood sugar imbalances and increased the need for medical assistance". The patient experienced blood sugar imbalances considered serious due to its medical significance. Investigation of the returned device (batch 2304s01, manufactured april 2023) found the device dialed and dosed normally with no functional issues observed. The device met functional requirements, concluding that the complaint issue is not manufacturing related. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case was reported by a pharmacist who contacted the company to report adverse events and a product complaint (pc), concerned a 75-year-old female patient of unknown origin. Medical history included diabetes since 2012. Concomitant medication included levothyroxine and rosuvastatin for unknown indication. The patient received insulin lispro and treprostinil (rdna origin) injections (lyumjev) via a reusable pen (humapen savvio graphite), 20 internation units (iu) each morning and then as needed (according to eating), via subcutaneous route of administration, for the treatment of type 1 diabetes mellitus, beginning on an unknown date in (B)(6) 2025. On an unknown date in (B)(6) 2025 while injecting insulin lispro and treprostinil, her reusable pen (humapen savvio graphite) pen did not trigger or only sporadically; therefore, it was not confirmed if she had injected the right amount of insulin (incomplete dose administered) (lot 2304s01; pc number: (B)(4)). As a result, she had often the emergency doctor due to acute blood glucose imbalances and increased the need for medical assistance. The consequences from the humapen savvio graphite issues diverse symptoms of hypoglycaemia. There were severe blood glucose fluctuations and blood glucose got out of control several times so that the emergency doctor needed to help. The events of blood glucose abnormal, blood glucose fluctuations and hypoglycemia were considered serious by the company due to medically insignificant reason. Additionally, she continued insulin lispro and treprostinil therapy with syringe transitional (wrong technique in drug usage process) and then used new pen without problems. Her glycated hemoglobin (hba1c) value about 8.2% (reference ranges, values and units not provided). Information regarding corrective treatment and outcome of the events were not provided. Status of insulin lispro and treprostinil therapy was ongoing. The operator of suspect device (human savvio graphite) device was patient, and she was trained in the use of the pen in dialectological practice. The general device (humapen savvio graphite) duration of use was not provided, and suspect device duration of use was approximately one month (started from an unknown date in (B)(6) 2025). The action taken with suspect humapen savvio graphite was unknown and was returned to manufacturer on (B)(6) 2025. The reporting pharmacist did not provide relatedness assessments of the events with insulin lispro and treprostinil therapy and relate the event of incorrect dose administered while did not provide relatedness assessments of the remaining events with suspect humapen savvio graphite device. Update 18mar2025: additional information received on 05mar2025 from global product complaint database. Updated the lot number from unknown to 2304s01 and item code from unknown to ms9698 related to suspect device humapen savvio (graphite) relating to pc number (B)(4). Narrative and corresponding fields were updated accordingly. Edit 02-apr-2025: upon internal review, information was received on 21-feb-2025. The case was upgraded from non-serious to serious due to the serious event of blood glucose abnormal (criteria of other medical significance reason). The narrative has been updated with correct information. Edit 03apr2025: upon internal review, information was received on 21-feb-2025 minor narrative changes made for clarity. Update 09-apr-2025: additional information was received from initial reporting pharmacist on (B)(6) 2025. This case was upgraded from device only case to (drug and device case) due to addition of one suspect drug of insulin lispro and treprostinil therapy. Added patient height and weight, medical history, concomitant medication, lab data, two non-serious events of wrong technique in drug usage process and hba1c increased. Upon review of the information received on (B)(6) 2025, upgraded previously coded events of blood glucose fluctuations and hypoglycemia as serious due to medically significant reasons (due to patient required emergency doctor for help). Updated training of user as yes for suspect device and narrative with new information. Update 10apr2025: additional information received on 04apr2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, reiterated improper use and storage as no, malfunction from unknown to no and device return status to returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.